Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels, values not provided. Customer stated that the cause of the low bgs was due to the carb ratio. Reportedly, the customer adjusted the carb ratio settings to address the issue.